Event description:
It was reported that during a gastric bypass open procedure, the green reload was fired and no staples were deployed. When they went to do the next firing, they found that the stomach was cut and the steri strips were in place but no staples were found. There was no patient consequence.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.